Event description:
The customer reported that there was a fire behind the covers of the mr system. The pt was evacuated and the fire was extinguished. Nobody was injured.

Manufacturer narrative:
(B)(4). (Eval method, results, conclusions): - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.